Event description:
It was reported that the lifestent was released with the thumbwheel. The stent already showed a compression during release and after release foreshortening to approximately a quarter of the stent size. After the physician consulted with the sales rep, and neither a clinical cause nor a user related issue could be excluded. No patient injury reported.

Manufacturer narrative:
This report is being submitted. The sample remains implanted, therefore, no sample evaluation could be done. The investigation for this event is currently underway.